Manufacturer narrative:
Hologic product application specialist (pas) reviewed the kinetics and noted there were no signs of hardware failure or kit preparation issues. Of note, since the different sample was taken from the patient, the result produced is considered independent result and cannot be used for comparative purposes. No product impact is known to date. A review of the logs did not reveal any reagent or instrument issues.

Event description:
On (B)(6) 2021, customer called hologic technical support (ts) to report potential discrepant result after running the aptima sarscov-2 assay on their panther plus instrument (B)(4). Customer used assay lot 308700. The patient sample from worklist (B)(4) was initially tested positive and the result was reported out to the clinician. However, the sample was recollected because the clinician observed that the patient was asymptomatic. Additionally, the original sample was sent to a third-party laboratory for retesting on an undisclosed platform. The retesting of the original sample on the unknown manufacturer platform and the testing of the recollected samples produced sars-cov-2 negative results.